Event description:
A pump declared alarm 20 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to wait until prompted to remove the used cartridge, and technical support assisted in loading a new cartridge, allowing the customer to resume insulin therapy successfully.